Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008, and a left total hip arthroplasty on (B)(6) 2009. Legal counsel further reported patient underwent bilateral hip revision procedure on (B)(6) 2014, due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. The modular heads were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04023 / 04024).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: corrected typographical error reporting a left total hip arthroplasty occurred on (B)(6) 2009 to read (B)(6) 2009.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2008, and a left total hip arthroplasty on (B)(6) 2009. Legal counsel further reported patient underwent bilateral hip revision procedure on (B)(6) 2014, due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. The modular heads were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised bilaterally due to elevated metal ion levels and pain. Op report for the right hip notes no evidence of metallosis or alval and normal-looking synovial fluid. Op report further notes components were well fixed and in appropriate position. Op report for the left hip notes the presence of darker than normal synovial fluid consistent with metallosis and white particulate debris.